Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the multigas unit will intermittently stop showing the waveforms and numerics. There was no error message during this time. The device was not in patient use. Investigation conclusion: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. The customer was contacted to provide the repair po but the requests were left unanswered. Possible causes for the device not obtaining readings of is likely related to hardware failure of the device's gas module. Hardware failure could come as a result of physical, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The device was installed on 3/30/2016 with no history of servicing. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 08/04/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/01/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor model: ni. Sn: ni.

Event description:
The biomedical engineer reported that the multigas unit will intermittently stop showing the waveforms and numerics. There was no error message during this time. The device was not in patient use.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit will intermittently stop showing the waveforms and numerics. There was no error message during this time. The device was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1 08/04/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor. Model: ni. Sn: ni.

Event description:
The biomedical engineer reported that the multigas unit will intermittently stop showing the waveforms and numerics. There was no error message during this time. The device was not in patient use.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer reported that the multigas unit will intermittently stop showing the waveforms and numerics. There was no error message during this time. The device was not in patient use.